Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 512 mg/dl. The husband stated that his wife was giving herself a bolus and her blood glucose went up. The husband stated that the pump did not alarm no delivery. The customer contacted her health care provider regarding the high blood glucose readings and the nurse told her to use the syringe and disconnect from the pump. The customer treated the high blood glucose readings with a syringe the customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was unable to troubleshoot as they were in atlanta.